Event description:
The device was explanted when during interrogation at a follow-up visit, it presented in hardware backup mode. It was noted on the surface ECG that during follow-up, the patient was not pacing, with an underlying bradycardic rhythm. The device could not be interrogated with two different programmers. During the last follow-up, it was observed that there was lot of noise on the atrial lead. The battery voltage was noted to be 2.95v. Technical services discussed that the device may not appear to be pacing on the surface, but the intracardiac sensing would not to be confirmed. The pacing parameters may no longer be regulated as a result of suspected low battery voltage. The lead was noted to have good sensing during explant of the device and remains implanted. The device has been returned for analysis.